Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon further follow up, it was clarified that dianeal therapy was ongoing (previously reported as withdrawn). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was not reported. At the time of this report the patient was recovered from the peritonitis. The same day as receipt of this report dianeal therapy was withdrawn. No additional information is available. This is report 3 of 3 involved in this event.